Manufacturer narrative:
H6. Health effect - impact code continued: f2203 - imaging required. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, pain, lump/nodule-ndr.

Event description:
Patient's representative reported left side "uncomfortable feeling in the breast," and "increasing pain." Patient's representative also reported "lesion of unclear cause" which is not device related. Patient's representative later reported "ptosis breast" and "rupture." Device has been explanted and replaced with a non-allergan device.